Event description:
This case is occurred outside of the us, in canada. Based on information received as of (B)(6) 2023, a patient was injected with teosyal ultra deep into the bilateral cheekbones, and with rha 3 into the bilateral nasolabial folds, oral commissure, the lower eyelids in (B)(6) 2023. Approximately 2 months post-injection, the patient experienced the development of an abscess on the left cheekbone. As remedial action, the following treatment was prescribed: 3 sessions of drainage. Concurrently, tissue dissection and bacterial culture on the affected area were performed, and the patient was prescribed: nsid; naprosyn 500 mg for 5 days; antibiotic; clindamycin, and trimethoprim for 10 days. Following remedial action, the issue has completely subsided, and only the aesthetic aspect of the scar on the left cheekbone needed to be corrected.

Manufacturer narrative:
Skin infections and abscesses are well-known and described adverse events following dermal filler injections. They can happen after an injection with an improper technique, including a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequalae. The risk of such adverse events is mentioned in the instruction for use of all teoxane products.